Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction and no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery continued.